Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A technical support specialist (tss) informed the customer that medication couldn¿t be pulled from the station as it was set to temporary non-profile mode. In non-profile mode, users must search for medications and can only access those they¿re authorized to remove. The tss advised confirming with the pharmacy administrator if the station should be profile-enabled. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had communication issue. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.